Manufacturer narrative:
Device evaluation summary: the monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated by zmc. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Device manufacture date & usage of device monitor: 02/27/2015 - reuse. Electrode belt: 06/11/2015 - initial use.

Event description:
Zoll was notified by a us distributor that a patient passed away on (B)(6) 2015. It was reported that the patient was found in his bed at the nursing home and was taken to a hospital where he passed away. It was reported that a nurse's aide was present during the event and that ems arrived and began CPR. Per review of the event, the patient received four inappropriate defibrillations between 08:49:43 and 08:59:50 pm on (B)(6) 2015. The rhythm at the time of treatments was asystole. Asystole with intermittent cardiac activity contributed to the false detections. Asystole is considered a non-life sustaining, non-treatable rhythm.